Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The subject device was not returned to olympus for evaluation. The user facility was contacted to obtain additional information and to check the status of the subject device, however, no further information could be obtained. The root cause could not be identified. The cause of the reported event cannot be conclusively determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
To date, the customer have not returned the device for evaluation. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported, the video system center sometimes image is not coming on monitor display and display become dark for one or two second after that image automatically appears on monitor display. The issue occurred during therapeutic procedure, and the procedure was completed using the same set of equipment. There were no reports of patient harm.